Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) declared a battery depletion error. A request for review was sent to technical services (ts). Ts confirmed that the device was depleting prematurely. Ts discussed that the device should be explanted within ninety days and returned for analysis. No adverse patient effects were reported. The device remains implanted to date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) declared a battery depletion error. A request for review was sent to technical services (ts). Ts confirmed that the device was depleting prematurely. Ts discussed that the device should be explanted within ninety days and returned for analysis. No adverse patient effects were reported. The device remains implanted to date.